Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of device showed discoloration, deformation, edge wear, and fractured removal slot. There was evidence of bony ingrowth and impingement damage leading to subluxation of the joint.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 2 states, "early or late postoperative infection and allergic reaction. " number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-03692 / 03693).

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2008. Subsequently, patient underwent a revision procedure on (B)(6) 2015 due to pain, osteolysis and metal debris. All components were removed and replaced. The surgeon indicated he may have implanted the acetabular cup too vertically during the initial procedure on (B)(6) 2008.